Event description:
It was reported that the patient developed an infection at the pod's insertion site while wearing the device between 4 and 24 hours. The patient removed the pod and went to the hospital where they were diagnosed with an infection. The site was red and itchy. The patient was treated with antibiotics. The patient was released 7 to 8 days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.